Event description:
It was reported that the patient leads had been fractured from the ipg. Additional information was received that x-ray was taken which confirmed that the leads were fractured. Additional information was received that the patient was experiencing inadequate pain relief and high impedances were also noted. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three years ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 3173272.

Event description:
It was reported that the patient leads had been fractured from the ipg.

Event description:
It was reported that the patient leads had been fractured from the ipg. Additional information was received that x-ray was taken which confirmed that the leads were fractured.